Event description:
It was reported that tip detachment occurred, requiring additional intervention. The target lesion was located in the internal carotid artery and common carotid artery. A 3.5-5.5 190cm filterwire ez was selected for use in a carotid artery stenting (cas) procedure. During the procedure, the distal tip separated while crossing the stenotic segment. The detached fragment remained within the stenotic segment. The device was removed, and the protection device was exchanged for a non-boston scientific embolic protection device. A non-boston scientific carotid stent was then placed under the protection with the non-boston scientific embolic protection device. The separated tip was stabilized by being pressed against the blood vessel wall with the non-boston scientific carotid stent. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.